Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm measured 6 cm in diameter at the time of implant and the vessel morphology is unk. It was reported that the pt presented with a contained rupture at which time the aneurysm measured 11 cm in diameter. It was also reported that there was a suture break noted in the iliac limb stent graft that was implanted in the contralateral gate. The location of the leaking was relined with another MFR's stent graft and that successully resolved the endoleak. No additional clinical sequelae were reported and the pt is fine.